Manufacturer narrative:
The insulin pump had a bleeding and crack liquid crystal display. A scratched liquid crystal display window was also noted.

Event description:
The customer's wife called to report that the customer was in a motorcycle accident and the insulin pump got damaged. The wife stated that the insulin pump now has a crack on the display. The reported blood glucose reading was 150 mg/dl. Nothing further was reported.